Event description:
Pt with severe spinal stenosis had complete laminectomy l4 with foramiotomies l4 and l5 right and left. Two days later at 15:30, pt instructed to take breath. On exhalation, a gentle consistent pull was applied to remove the drain. The drain suddenly snapped and separated, leaving a portion of it still inside the body.